Event description:
A hemodialysis nurse has reported an internal blood leak on a f6 dialyzer during a pediatric hemodialysis treatment. The machine alarmed and the leak was visually observed. The estimated blood loss was approximately 150cc's. The dialyzer was replaced and primed and hemodialysis treatment was restarted without complication. The patient remained stable, requiring no medical intervention. There is no sample available for evaluation.

Manufacturer narrative:
(B)(4).. Additional narrative: the device was not returned to the manufacturer for physical evaluation, however, a paper investigation was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.